Event description:
The patient received a thermal burn injury to the inside of their left cheek during a crown preparation procedure. The patient has had a follow-up visit to the doctor after the incident and is reported to have healed fully without need for any additional medical treatment.